Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on tip and plunger clamp on position #2. Also found worn 2-pole ribbon cable on position #2. Fse replaced the tip clamp, plunger clamp, and 2-pole ribbon cable on position #2. During functional testing, fse received intermittent lld errors on primary rack for position #2. Fse replaced defective tube lifter. The instrument was tested without further problem and was returned to expected operation.